Manufacturer narrative:
Evaluation summary: the analysis results found that device c was returned with the firing trigger stuck halfway with a reload cartridge loaded in the device. The cartridge was returned partially fired and had a wedge band bypass as the right side was 1/2 fired and the left side was 1/8 fired. The cartridge was disassembled to verify the condition of the pan lockout tab and was found bent. The device was disassembled to verify the condition of the internal component. The left shroud pinion axle support was damaged and the short rack teeth were broken. No functional test was performed due to the condition of the device.

Event description:
During the lap gastric bypass roux n y procedure, the stapler malfunctioned during anastomosis of the jejunum on the first instrument. The second instrument would not cut, and locked up. The case was completed by using two additional same like devices that worked fine. No pt consequence.